Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 400 mg/dl at the time of the event and reported a sensor glucose vs blood glucose reading mismatch. The customer received a change sensor and sensor updating alert. The customer reported hyperglycemia treated with insulin pump. The event involved product mmt-7040c1. Troubleshooting was performed and the reported blood glucose value associated with the triggered suspend event was 400 mg/dl and sensor glucose value that triggered the suspend on low/suspend before low event was 77 mg/dl. The low limit in sensor settings was 80 mg/dl. The insulin delivery was suspended due to sensor glucose vs blood glucose reading difference and the difference was 135%. The discrepancy between sensor glucose vs blood glucose was not within range. The customer had used the insulin pump system within 48 hours of the reported high blood glucose event. The customer used the smartguard/auto mode of the insulin pump. No further patient complications were reported. It was unknown whether the customer will continue the use of the device. No product return is required for mmt-7040c1.